Event description:
It was reported that when using the bd pyxis¿ es server, pyxis software upgrades for our facility. All of the devices in our cath lab area were having bio-ID failures, spoofs, or delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was failed. A field service engineer (fse) applied the lumidigm driver update to all devices. The client was guided to sign into each device, and functionality was confirmed. The system functioned as intended after the field service engineer troubleshot the device.